Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has cosmetic damage. The current blood glucose reading is 133 mg/dl. The drive support cap is missing. The drive support cap was protruded in the past. Customer can see inside the insulin pump under the motor. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was received in with a missing drive support sticker, cracked case, cracked reservoir tube lip, missing end cap sticker and cracked belt clip slot.